Event description:
Notified by fusa sales of this pt event. Facility called to verify details of the suspected pt reaction, cardiac arrest and subsequent pt death. Health care professional reported that the pt had previously dialyzed on an f7nr for the first three dialysis treatments without incident in the hosp. The pt was discharged and received hemodialysis on a new f8 dialyzer at this pt clinic for one treatment without incident or similar symptoms. On the next day of dialysis (the day of the reported reaction) pre-dialysis vital signs were blood pressure standing 160/104, blood pressure sitting 143/97, temp 99.4. Pt exhibited shortness of breath and oxygen was administered. The new f8 dialyzer was primed according to usual procedure for the facility (steps recorded in this file). The dialysis was initiated without event at 9:43 am and shortness of breath worsened and the pt complained of anxiety, which also worsened. At 9:47 am the pt was reported to have arrested. Cardiopulmonary resuscitation was initiated and not successful and the pt expired. The complaint dialyzer was saved by the facility; rinsed numerous times until clear and sent to a lab for drug screening (the pt had a documented history of drug abuse). An autopsy was peformed and no conclusion could be made as to the cause of death. Awaiting results of drug screen. 2/10/99 health care professional called to inquire about the dialyzability of methamphetamines. 2/11/99 notified by health care professional at the facility that there were trace amounts of methamphetamines identified in the complaint dialyzer. Informed that another autopsy would be performed to rule out contributing factors related to this drug. Told that the cause of death may be related to drug abuse. Will await further info from the health care professional. 3/3/99 facility called to inquire on the results of the second autopsy performed. No results have been received by the facility.